Event description:
Reporter reports back to back testing on meter to, while using the inform system with results of 331 mg/dl on the meter and 105 mg/dl at the lab. L1 and l3 quality controls were run the same day and were in range. Patient was given dextrose solution; application interval or amount given was not provided. Patient is recovering; status not provided. A request was made for return of the suspect product and a replacement was sent.